Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The lesion being treated was located in the left anterior descending (lad) coronary artery. The physician attempted to advance another manufactures balloon, however, he was unable to cross the lesion. The maverick2 monorail balloon failed to dilate the lesion at 6 atms and ruptures at 12 atms. Another manufacture's balloon catheter was advanced, however, that balloon also ruptured. The procedure was successfully completed with a taxus drug eluting stent. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.